Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h12e29053 and h12j15038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). It was reported that the patient was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. Dianeal therapy was discontinued as the patient had their catheter removed and was on hemodialysis while waiting for a new catheter to be placed. The patient was recovering from this peritonitis event. Additional information was requested but is not available. (B)(4).